Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection or hospitalization is related to nanova therapy. The patient has a history of chronic osteomyelitis and it is unknown what medical or surgical intervention was performed. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: warnings osteomyelitis: nanova therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary) and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if nanova therapy should be discontinued. Dressing change: wounds being treated with the nanova therapy system should be monitored on a regular basis. For non-infected wounds the dressing and filler should be changed every 48-72 hours, with change frequency adjusted by the clinician as appropriate. Correcting a leak: when the therapy unit detects a leak the top of the therapy unit will not stay depressed. Ensure the dressing is not creased and is adhering to the skin by smoothing around the edge of the white dressing pad and the clear adhesive border. If needed, remove excess hair for the area of the wound (per facility's protocol) to facilitate dressing adherence to the skin. If needed, reposition the dressing to ensure it is not creased. Where possible, place the tubing port above or below a skin fold. Placing the tubing port over a skin fold or depression may increase tension on the adhesive border which could lead to the loss of seal. Device not returned.

Event description:
On jun 17 2016, the following information was reported to kci by the primary clinician: the physician reported that he had not placed any nanova device and that patent and wife were doing dressing changes at home, without the aid of an experienced clinician. The location of the patient's wound is the lateral malleolus. Kci clinical territory manager contacted the patient to request an appointment to assist in application, as obtaining sufficient seal can be challenging with this location. The patient reported that he is no longer using nanova therapy as he could not achieve a seal at all due to his "leaky legs," and after 3 days of dressing, the patient allegedly became ill with a wound infection, that required hospitalization. The patient blamed nanova for the breakdown in the wound and subsequent hospitalization. Patient then stated that the wound is 32 years old and is very sensitive due to chronic osteomyelitis. No additional information is available. Device history reviews of lot numbers 2861867, 2690872, and 2868875 determined that all end release testing of product and packaging met specifications. Kci could not perform a device evaluation as no device was returned and no photographs were provided.

Manufacturer narrative:
MDR-3009897021-2016-00061 was submitted in error. The nanova¿ therapy system is not distributed in the united states and, therefore, does not require reporting to the FDA.

Event description:
On jul 14 2016, MDR-3009897021-2016-00061 was submitted in error. The nanova therapy system is not distributed in the united states and, therefore, does not require reporting to the FDA.